Manufacturer narrative:
Updated data: a4 - added the patient's weight. B5 - additional information was received that the second valve was unable to be deployed because the initial valve was in the way combined with the patient's tortuous aorta and iliac artery. No additional adverse patient effects were reported. D1 - brand name updated. D4 - model #, catalog #, expiration date, lot #, and unique identifier (UDI) # updated. H4 - device mfg date updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evproplus-23us, serial/lot #: (B)(4), ubd: 15-apr-2022, UDI#: (B)(4). Product ID: evproplus-23us, serial/lot #: (B)(4), ubd: 11-may-2022, UDI#: (B)(4). Product analysis: the dcs and both valves were discarded, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with extensively tortuous anatomy, as the delivery catheter system (dcs) was being withdrawn, the dcs caught on the tab of the valve, causing the valve to dislodge. The valve was snared and aortic dissection subsequently occurred. A second valve was attempted, but was not successfully deployed. The case was converted to a surgical procedure to repair the aorta and replace the aortic valve. It was reported that the patient died during surgery. The cause of death was aortic dissection. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Updated data: conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No device was returned for analysis and no procedural images were submitted for review. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Dislodgement of the valve by the distal tip of the delivery catheter system (dcs) is likely related to operator technique or experience; the device instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to withdrawing the dcs tip through the valve. Reported information indicated the presence of extensively tortuous anatomy while withdrawing the dcs. Given the limited information, the root cause of the dislodgement event cannot be conclusively confirmed. The use of a snare to reposition a valve after full deployment is not recommended per the device IFU, and can cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction, embolization, stroke, and/or emergent surgery. The probable cause for the dissection observed in this case was due to the use of a snare to reposition the valve. A procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. In this case, use of a snare and subsequent dissection was ascertained as being related to the patient¿s death. As neither an autopsy nor valve explant were performed, a conclusive assessment of the relationship between the event and the device could not be reached. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.